Event description:
It was reported to philips that the system did not boot up successfully; it got stuck at 00:00. The device was outside clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
This report was submitted to provide the linkage to an existing correction & removal (3003768277-12/28/2023-010-c). The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-010-c, which addresses the causes associated with the reported malfunction.

Manufacturer narrative:
Philips has investigated this complaint. A philips remote service engineer (rse) examined the system remotely and confirmed that the system did not boot up and was stuck at 00:00. Rse advised the customer to press the restart button on the front of the flex vision pc and system turned on. System was normal after booting up. To resolve the issue, rse suggested to replace the flex pc. Onsite, field service engineer (fse) visited onsite and checked log file for flex vision pc errors, to resolve the issue fse replaced cmos battery in flex vision pc, further to this action fse rebooted the system 3 times with no issues. After replacement, the system returned to use in good working order. The codes were updated based on the investigation outcome.